Manufacturer narrative:
(B)(4). According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a perforation and cardiac tamponade shortly after implant. Surgical intervention was performed and the physician decided to reposition the right atrial (ra) lead. During repositioning, extension and retraction issues were noted with the helix of the ra lead. The physician decided to explant and replace the ra lead. No additional adverse patient effects were reported.